Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Creases/folding of implant: not observed. Additional observations: white encapsulation was observed on the shell. Black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, h6.

Event description:
Patient reported "pain, deformation, liquid, and inflammation". "Patient says that at first the pain was normal, but as the days went by was in a lot of pain." Patient later reported "¿some radial folds were observed, particularly on the posterior aspect of the implants¿,¿ your breast began to move to the armpit area¿, "had a mammogram, where the doctor saw a liquid that called a new cyst¿, ¿ he ordered an MRI scan, and when the report came back, it showed fluid in her right breast", " burning in the area below the areola¿, ¿patient felt pain, along with a burning sensation in the lower part of your breast¿, ¿at first, the pain was bearable, but as time went by, the pain began to increase, and the medication was taking was no longer working. It got to the point where your blouse would touch your breast, would wake up at night with pain in your breasts¿2, ¿noticed that your breast was deformed¿, ¿right breast at the top began to harden¿, "the prosthesis was using had been recalled", "the patient reports that had your prosthesis replaced due to the problems reports below and only then contacted us again, because was afraid that it might be something to do with the recall¿ this is for an unknown side . The device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain, deformation, liquid, and inflammation". "Patient says that at first the pain was normal, but as the days went by was in a lot of pain." Patient later reported "¿some radial folds were observed, particularly on the posterior aspect of the implants¿,¿ your breast began to move to the armpit area¿, "had a mammogram, where the doctor saw a liquid that called a new cyst¿, ¿ he ordered an MRI scan, and when the report came back, it showed fluid in her right breast", " burning in the area below the areola¿, ¿patient felt pain, along with a burning sensation in the lower part of your breast¿, ¿at first, the pain was bearable, but as time went by, the pain began to increase, and the medication was taking was no longer working. It got to the point where your blouse would touch your breast, would wake up at night with pain in your breasts¿2, ¿noticed that your breast was deformed¿, ¿right breast at the top began to harden¿, "the prosthesis was using had been recalled", "the patient reports that had your prosthesis replaced due to the problems reports below and only then contacted us again, because was afraid that it might be something to do with the recall¿ this is for an unknown side . The device has been explanted.